Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) events presented at the transcatheter cardiovascular therapeutics (tct) presentation. It was reported through a presentation identifying mitraclip clip delivery systems that may be related to slda. Specific patient information is documented as unknown. Details are listed in the attached presentation, titled mitraclip procedure and complications. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record was not performed because the lot number information was not available. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. Based on the information available and reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.